Event description:
When the equipment was set up and actuated the novasure hand piece failed to actuate. Several attempts to have the hand piece actuate were done without any success. The cause of hand piece failure is unknown. The hand piece was replaced with a new one, and the procedure was finished without further incident. There was no injury to the patient as a result of the hand piece failure.======================manufacturer response for novasure (per site reporter).======================the rep was present and called tech support - and apparently they tried to troubleshoot it but were unable to - they gave some remark that unless the novasure device or machine is plugged into a wall socket it won't work properly.